Event description:
On 29 apr 2025, it was reported by an arthrex employee via email that for an ar-1588rt, acl tightrope rt, the white suture broke when retrieving it. This was detected during an acromioclavicular dislocation surgery on (B)(6) 2025. The case was completed successfully by using another new ar-1588rt. There is no patient harm, and no secondary procedure needed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d2a, g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided¿which may include the returned device (if available), pictures, videos, event descriptions, and any additional field data¿arthrex concluded the most likely cause of the reported failure. The most likely cause of the reported failure is user error, specifically, the application of excessive force during suture tensioning and/or adjusting the suture against a sharp or rough edge may result in suture breakage. A slow, steady pull is recommended to ensure the anchor seats properly. The complaint allegation was not confirmed. No evidence of that failure was received.